Event description:
Reported issue: the staples were jamming. A new stapler was used and there was no reported injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the customer. The trigger was returned partially engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. A die casting anomaly was observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled, and a die casting anomaly on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). From the pictures provided it was unable to confirm the failure mode reported as misfire/jamming-staples not firing. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted the staplers were functionally inspected and issue reported misfire/jamming-staples not firing was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. In conclusion, the failure mode misfire/jamming-staples not firing could not be confirmed with picture provided and it is necessary to receive the physical sample to perform a proper investigation, determine the root cause and corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Reported issue: the staples were jamming. A new stapler was used and there was no reported injury.